Event description:
Customer reports to have broken belt clip. Customer's blood glucose was 520 mg/dl, which were treated with manual injection. Belt clip will be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.